Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during use in procedures, the tip of the introducer needle broke. As a result, it was replaced and the new one was used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.